Manufacturer narrative:
It was reported to philips that the device reported an error. The customer called and spoke to an asp (authorized service personnel) who walked them through re-seating the handle. Upon conclusion of the evaluation, it was determined that this was due to the handle not being seated correctly. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device reported an error. There was no patient involvement.